Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-07236, 07237. It was reported the patient was recently experiencing pain at the ipg site, which could be related to his wheelchair irritating the area. It was reported the patient was implanted for migraines (off-label use) and had not received effective stimulation. In addition, the patient reported a burning sensation near the lead site since implant. The patient had stopped using the scs system 6 months prior. It was reported the patient wanted to have an MRI and was requesting for the scs system to be removed.

Manufacturer narrative:
Recall #s: 1627487-07262012-002-r. This ipg number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.